Event description:
It was reported that during a case using the spine guidance 4 software, the accuracy was noticeably off when placing three screws. There were no adverse consequences and the procedure was completed successfully with a surgical delay of 5-10 minutes.

Manufacturer narrative:
Corrected data: d4, g1, and h4 h6 coding has been updated to reflect investigation conclusion.

Event description:
No additional information.